Event description:
It was reported that during a follow up in clinic, oversensing and low pacing impedance were noted on the right ventricular (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was performed and no anomalies were observed. Provocative testing was performed and the oversensing and low pacing impedance were unable to be reproduced. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.